Event description:
Customer reported that the insulin pump returned a no delivery alarm. Customer reported that while she was trying to clear the no delivery alarm, the insulin pump's keypad stopped responding. Customer did not recall any significant events leading up to the errors. Blood glucose level was 165 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded act and up buttons on the keypad trace. No excessive no delivery alarm noted. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked lcd window, cracked case at display window corners and stained end cap sticker.